Event description:
It was reported that balloon rupture occurred. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured without being reach to the maximum pressure. There were no patient complications reported.

Manufacturer narrative:
The device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 2mm proximal of the proximal markerband and extending approximately 35mm distally across the balloon material. As per gladiator specification, the rated burst pressure for this device is 24 atmospheres. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured without being reach to the maximum pressure. There were no patient complications reported.